Event description:
Received a copy of the customer's medsun report from FDA which states, "while setting up a patient-controlled analgesia and priming tubing, the alaris pcea administration set (IV pump) started flashing red lights on all channels stating "system error shutting down." A second rn came into the room and restarted the IV pump IV pump functioning properly after reset but lost all data on hydromorphone pca pump (total mg delivered, total demands, and demands delivered). First rn was only able to chart on pca information that was available after reset." There was no injury to the patient.

Manufacturer narrative:
Omit : a1601 - device alarm system (1012), g0600101 - alarm, audible additional information : imdrf annex a and g codes.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
Received a copy of the customer's medsun report from FDA which states, "while setting up a patient-controlled analgesia and priming tubing, the alaris pcea administration set (IV pump) started flashing red lights on all channels stating "system error shutting down." A second rn came into the room and restarted the IV pump IV pump functioning properly after reset but lost all data on hydromorphone pca pump (total mg delivered, total demands, and demands delivered). First rn was only able to chart on pca information that was available after reset." There was no injury to the patient.